Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp unit and while troubleshooting this failure, the fse noted significant saline fluid intrusion. This fluid intrusion caused catastrophic damage to the iabp. Multiple circuit boards were affected by this failure. During the repair process several circuit boards were identified as compromised. Replacing individual circuit boards that led to their failure. Resolution was attained by replacing multiple circuit boards several times. The fse replaced two solenoid drive boards, one power supply assembly, two main boards, one motor controller board, and two display controller boards. The fse then performed and completed a preventive maintenance (pm) with full calibration, functional and safety checks to meet factory specifications. Unit passed all calibration, functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was originally reported that the cs300 intra-aortic balloon pump (iabp) had audible lines that stopped working during patient care. No patient harm, serious injury or adverse event was reported. It was later reported and clarified that the issue was actually that upon turning on the cs300 intra-aortic balloon pump (iabp), the display did not light up or show any image. The iabp also made a loud and continuous audible tone. The iabp could not be powered on in clinical or service mode.

Event description:
It was originally reported that the cs300 intra-aortic balloon pump (iabp) had audible lines that stopped working during patient care. No patient harm, serious injury or adverse event was reported. It was later reported and clarified that the issue was actually that upon turning on the cs300 intra-aortic balloon pump (iabp), the display did not light up or show any image. The iabp also made a loud and continuous audible tone. The iabp could not be powered on in clinical or service mode.

Manufacturer narrative:
Additional information is being requested. Report will be sent when the information is provided.

Event description:
It was reported that during use on a patient, upon turning on the unit, the display does not light up or show any image. The unit also makes a loud and continuous audible tone. The unit cannot be powered on in clinical or service mode. No patient harm, serious injury or adverse event was reported.